Event description:
It was reported that the pump touchscreen was cracked, rendering it unreadable, the blood glucose level at the time was 140 mg/dl, indicating no adverse impact. Customer reverted to using an alternate method of insulin therapy.